Event description:
The iab was entrapped. This was the only info at the time of the report. On 9/3/98, the following was reported to datascope: after 2 days of iabp, the balloon leaked. Blood was noted in the tubing. There was no balloon inflation. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. The pt was alive and well after the event. [Event complications]: the iab was entrapped-rpt'd 8/13; none-rpt'd 9/3/98. [Pt's current status]: alive/well-rpt'd 9/3/98.